Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbu367 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Where did the needle break occur (tip, middle, swage)? Was more than half the needle retained in the patient? Were x-rays performed to localize the needle fragment? Was the needle piece removed during the procedure on (B)(6) 2019? Does the piece/device remain retained in the patient¿s tissue? If the piece was retained, where is the fragment located/in what structure? Other relevant patient history / concomitant medications. Is the device involved in the event available for evaluation? Will representative product from the same lot number be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture needle snapped while moving a whartons duct stone. Needle not visible in the wound. Wound extended and explored in an attempt to locate the needle. Stone completely removed and washed out, needle still not visible in the wound. Further exploration avoided because of potential risk of bleeding and damage to the lingual nerve. Patient admitted to the inpatient ward for monitoring and intravenous antibiotics. An additional procedure planned for (B)(6) 2019 to have needle removal under general anesthesia. Additional information has been requested.